Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level earlier that day was in the 300 mg/dl range and currently at 245 mg/dl. During troubleshooting, she stated that the insulin pump was not rewound with the reservoir in place and insulin was used at room temperature. It was advised to prime the air bubbles out. It was instructed to change the infusion set and reservoir but the customer declined and stated that it seemed like the air bubbles were not there anymore. The product will not be returned for analysis.